Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2007. It was reported that, approximately eight years and nine months post index procedure, [(B)(6) 2016] the patient experienced a severe plaque accumulation just below the left limb of the stent graft. The left limb was occluded as a result of the plaque accumulation. Three days after the event was discovered, [(B)(6) 2016] the physician elected to implant an endurant stent graft limb extension and the event was resolved. Per the physician, the cause of the event was due to the patient's anatomy. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.